Event description:
It was reported that the patient had a urinary tract infection (uti) and the event was on going. The patient experienced urinary leakage, frequency, and urge. The patient was given 500mg amoxicillin orally every 12 hours for 5 days.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported a patient symptom of foul smelling urine. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the event was resolved without sequelae.

Manufacturer narrative:
Concomitant: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3 889-28, lot# v492289, implanted: (B)(6) 2010, product type lead. (B)(4).